Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm during normal use. Customer was advised that battery cap may be loose. Customer's blood glucose was unknown. Customer was assisted in clearing alarm. Customer was advised that battery cap would be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm noted.